Event description:
Sales rep tells reporter that devices are made in taiwan but medline is listed as the MFR. Please be advised of an incident which occurred in facility where one of the half rails may have contributed to the death of a resident. Although the cause of death has not been definitely determined, the resident was found sitting on the floor next to her bed with her head lodged between the rail and the bed mattress.